Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced system error 322. The cause was identified to be out of adjustment lower link switch which was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device alarmed system error 322 (link switch error (low)). No additional information is available.